Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "delayed healing " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "scars which never healed", "implant moves and is smaller than the other side", "fever", "capsular contracture, baker grade ii", "was really sick".

Event description:
Patient reported left side some side effects on the implant, patient was really "sick "and "wbc was up" "scars which never healed, burst capillary." "Left side capsular contracture, baker grade unknown" and " the implant moves and is smaller than contralateral side". The patient reported, " they have had a fever for 4 weeks". Healthcare professional confirmed left side capsular contracture, baker grade ii. Device remains implanted.